Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor bolt stuck in cup.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of a CAPA for disassembling from cup. The cause of the event was due to a training issue.

Event description:
Impactor bolt stuck in cup.